Event description:
The facility reported a pump with failure code 199. It was not specified when the reported condition occurred. The facility stated that when the unit was unplugged, an unintended shutdown would occur. There was no patient injury or medical intervention necessary. No additional information is available. The software version for this device is currently not known.

Event description:
Following angioplasty, the device was advanced to the lesion in the basilar artery without issue. The physician was unable to deploy the stent and removed the device from the patient. Once the device had been removed, it was noted that the stent had partially deployed from the catheter. There was no clinical consequence to the patient.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirmed the customer reported condition of "failure code 199" which caused an unintended shutdown, as a battery fuse holder that opened which caused the fuse to fall out. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as unremediated.

Manufacturer narrative:
(B) (4)the device has not yet been received for evaluation of an unintended shutdown. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.